Manufacturer narrative:
Review of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2012. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2012 was within normal limits. The device was not interrogated prior to the patient leaving the office on (B)(6) 2012 as recommended by device manufacturer to ensure the device is at the correct settings; however, there is no evidence that the faulted diagnostics occurred at this visit. There was no other programming history available that indicated when the faulted diagnostic test occurred. The settings were changed on (B)(6) 2013. No patient adverse events were reported.